Event description:
It was reported by the patient's physician's office that the patient had passed away. The patient had underwent vns generator replacement surgery two months prior. The cause of death was unknown. The medical professional stated that she did not have any details. The cause of death was not listed in the patient's obituary, but it was noted that the patient passed away peacefully in her sleep. The disposition of the vns is unknown to date. No additional relevant information has been received to date.